Event description:
It was reported that the bd nexiva¿ single port with maxzero¿ closed IV catheter safety mechanism would not disengage. The following information was provided by the initial reporter: 2 staff needed to dislodge the gray hub off the inserted cannula.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-mar-2023. H.6. Investigation summary: bd received a tip shield and needle assembly for a 20 gauge nexiva single port device from lot 2216874 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the tip shield was attached to the needle and white grip but no other components were present. The catheter had decoupled from the hub but was not returned for inspection. Next, the engineer performed functional testing on the device by pushing the needle through the tip shield and retracing it back to its original position. No resistance was felt and the needle retracted successfully into the safety shield. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ single port with maxzero¿ closed IV catheter safety mechanism would not disengage. The following information was provided by the initial reporter: 2 staff needed to dislodge the gray hub off the inserted cannula.